Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis. Time and date was unknown of hospitalization. The customer¿s blood glucose level was 251 mg/dl at time of incident. Customer stated insulin pump was off. Another blood glucose level was 340 mg/dl. The customer was assisted with troubleshooting. Customer was not been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.